Manufacturer narrative:
The device was received fully deployed. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that would contribute to an infection at the infusion site. The exact cause of the reported infection could not be determined. Cracks were observed in the top housing of the pod. It could not be determined when or how these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android: omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.s901u1ues9gzb4, hardware: sm-s901u1, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention on (B)(6) 2026 with an infection that developed at the infusion site (leg) while wearing the pod between 4 and 24 hours. The site was reported to be red and swollen with purulent discharge. It was also reported that the patient¿s blood glucose levels were high, however no exact values were provided. The patient was diagnosed with cellulitis and treated with unspecified antibiotics.